Manufacturer narrative:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine would not run on battery power when the power cord was pulled during patient use. This report was from a single source. This event did involve a patient. There was no patient information available. For the reported event, a ge healthcare representative performed a checkout of the unit and confirmed the reported event. The battery was replaced and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine would not run on battery power when the power cord was pulled during patient use. This report was from a single source. This event did involve a patient. There was no patient information available.